Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 700 mg/dl. Troubleshooting was performed and found that the customer had redness, swelling, bleeding and a possible infection in her infusion site. All of the programming on the insulin pump was correct except for the date. The customer was assisted with correcting the date. The prime test passed. However, the high pressure test failed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.